Event description:
Synergy china registry. It was reported that the patient experienced chronic heart failure. In october 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to the distal rca with 100% stenosis was 85 mm long and a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilation and placement of a 2.25 mm x 16 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Eight days later, the staged procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to the middle lad with 80% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilation and placement of a 2.75 mm x 24 mm synergy stent system. The residual stenosis was noted to be 0%, post-dilation was not performed. The target lesion 2 was located in the proximal left circumflex (lcx) artery with 80% stenosis and was 29 mm long with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilation and placement of a 3.00 mm x 24 mm overlapped with a 3.00 mm x 8 mm synergy stent system. The residual stenosis was noted to be 0%, post-dilation was not performed. Five days later, the subject was discharged on clopidogrel and other medication which was not specified. In may 2023, the subject was diagnosed with chronic heart failure and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. Nine days later, the subject was discharged. At the time of the reporting, the event was considered to be recovering/resolving.